Manufacturer narrative:
Date of event: this info was not provided but complaint was enter into 3m (B)(4) system around november (B)(6) 2012. This device is only marketed in (B)(4) but the 6040 has the same materials as 6640 that is marketed in the us. No lot number was provided. 3m cannot determine expiration date without lot number. (B)(6). Labeling of the product does state the following: skin of elderly pt is typically fragile and thus requires even greater care when applying and removing adhesive products such as drapes." User error may have contributed to event. 3m was not able to obtain info on how drape was removed.

Event description:
Customer reports an elderly female pt experienced skin stripping on the inner side of her right arm about 8 square centimeters upon removal of the drape following a 4-5 hour vascular procedure. There is no add'l info.